Manufacturer narrative:
The software logs were reviewed by an engineer and the reported issue was verified. It was noted that the batteries in use were past their 2 year recommended use.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. It was noted that the battery pins were dirty. The battery pins were replaced as a precaution and the device was cleaned. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.